Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on the sides and across both of her breasts. It was reported to be itchy and red, but not raised or open. The patient was prescribed a topical cream by a physician. The patient reported that the irritation has not gotten any worse.